Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a high blood glucose event. The customer¿s blood glucose was 29.0 mmol/l at the time of incident and a blood glucose reading of 12.3 mmol/l at the time of call. Customer treated with insulin pump. Customer stated that the high blood glucose was resolved by an infusion set and reservoir change. Customer reported that the infusion set cannula was not bent, and the insulin exited without alarming. Displacement and high pressure tests was performed and passed. Customer was able to complete the rewind process. The customer was advised to monitor the insulin pump and call for further assistance. The insulin pump is not expected to return for analysis. Reference (B)(4).